Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient is having problems with the handset turning off the therapy. Caller stated the therapy toggles off and they have to turn therapy back on. Caller mentioned patient has good and bad days charging the implant and today has not been a good day charging. Caller stated the therapy is on right now because they manually had to toggle the button to turn therapy on. Agent asked caller if the implant is ever in the red and caller said no. Agent asked caller to connect with handset and handset shows ins 30% and communicator is 100% charged and therapy is on. Agent reviewed device function and ins could turn itself off if the ins is low. Agent recommend to monitor the charging level of the ins and ins turning itself off and consult with hcp ofc for next steps. Agent recommend calling if they need assistance or have questions.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.